Event description:
The patient was treated for a small abdominal aortic aneurysm (aaa) with concomitant aortic occlusive disease with severe calcium on (B)(6) 2026. There was difficulty advancing the afx introducer sheath (is) due to the calcium. The afx is became accordioned. As the sheath and the afx2 delivery systems were interlocked they were removed as one unit. Outside of the patient¿s body it was noticed that the marker band of the afx is had come off in the iliac. A new afx is sheath was used to complete the procedure. An express (non-endologix) 9x27mm stent was placed in the common left iliac to trap the marker band. The case was successful. The aaa was excluded and the distal aorta opened well. The patient was stable post procedure and was to be discharged home (B)(6) 2026.

Manufacturer narrative:
The afx introducer will not be returned for evaluation; the detached marker band remains in the patient. Patient medical records have been requested. Imaging studies have been received. A follow-up report will be submitted upon completion of clinical evaluation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed by endologix as it was not retained at the hospital for return. A clinical evaluation of the adverse event/incident was completed via examination of medical imaging received by endologix. Medical records were not provided by the hospital. Based on the limited medical imaging received, the difficulty in advancing the sheath and the sheath becoming damaged during use is unconfirmed. The detachment of the sheath marker band remaining in patient with additional endovascular procedure of the non-endologix stent deployment to entrap marker band complaints are confirmed. This is moderately consistent with the reported adverse event/incident. These events are likely anatomy related due to the reported severe aortoiliac calcification and narrowing causing resistance during sheath advancement, resulting in sheath deformation and marker band detachment within the iliac artery. Cautionary product use was reported as the patient was being treated for a small abdominal aortic aneurysm (aaa) in the setting of concomitant aortoiliac occlusive disease (aiod) with severe calcification. Off label use for this procedure could not be conclusively determined due to lack of supporting imaging and medical records. Procedure related harms could not be determined. The final patient status was reported as stable post procedure with plans for discharge on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data - updated g3: awareness date ¿ updated h6: investigation type codes ¿ remove 4118 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.